Event description:
It was reported that the left ventricular exhibited high threshold in the bipolar configuration. The device was programmed to unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.